Event description:
On (B)(6) 2011, the pt underwent surgery for the mandibular immobilization with the hoffmann micro. Afterwards, fixation of the lower jaw loosened. The surgeon tried to refasten the screw of the rod coupling. The screw run idle when the surgeon was about to tighten the screw of the rod coupling with the wrench. The surgeon completed the surgery without using the one bar for reinforcement.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.